Manufacturer narrative:
Other, other text: five cassette samples were received. No discrepancies were detected on visual inspection nor during accuracy testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: see a2.

Event description:
Information was received indicating that an under delivery of medical fluid occurred during the use of a smiths medical cadd cassette reservoir. The customer noticed that the discrepancy between the value indicated on the pump and the amount actually remaining in the cassette was greater than 6%. There was no patient injury.